Event description:
It was reported that during a farapulse procedure to treat atrial fibrillation, a non boston scientific guidewire became stuck in a farawave catheter. The guidewire was unable to be removed from the catheter as normal. Upon removal of the guidewire and catheter from the patient, the guidewire was found to be extended just past the distal tip of the catheter. No tissue was observed at the tip of the catheter or guidewire. No other catheter malfunctions were present. A new catheter and guidewire were used to complete the procedure. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.